Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported through implant patient registry that a patient with a 27mm 7300tfx mitral valve implanted for 5 years and 4 months underwent a valve-in-valve procedure due to unknown reasons. The procedure was performed with a 29mm 9600tfx transcatheter valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Manufacturer narrative: updated sections: b5, b7, d4 expiration date and UDI number, h4, h6 component codes, health effect - clinical code, device code(s), type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Event description:
It was learned through implant patient registry that a patient with a 27mm 7300tfx mitral valve implanted for 5 years and 4 months underwent a valve-in-valve procedure. Per the records, developed severe stenosis secondary to leaflet thrombosis, which failed to resolve with anticoagulation. The patient presented with shortness of breath with acute on chronic diastolic heart failure. The procedure was performed with a 29mm 9600tfx transcatheter valve with no complications, and the patient transferred to the ICU in stable condition.